Manufacturer narrative:
Additional information: h3: device evaluation: lens was returned dry in a micro centrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+1.5/081 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same length, different sphere/cylinder/axis lens due to refractive surprise. The problem is resolved. The cause of the event is reported as unknown.